Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. Based on the information obtained during baxter's investigation, this incident was determined to be related to the patient not properly disconnecting the patient line from the transfer set during therapy. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center (gts) to report an alarm with the homechoice (hc) machine during drain 1 of 6. The registered nurse (rn) stated she primed the patient line completely, but when the alarm started going off, the patient line was completely filled with air. The rn stated that right before the alarm went off, the home patient (hp) went to the restroom, but the hp stated she did not disconnect herself when she did. The rn was not sure if she had. Gts explained the rn would need to start therapy over with new supplies and advised the rn to call the peritoneal dialysis (pd) rn within 24 hours. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(4) 2010. The hp stated that she had disconnected intentionally to go to the bathroom and came back and reconnected. The hp could not remember if she had put a cap on the line and stated she had not checked the line for air before re-connecting. The hp has been doing fine except chronic issues unrelated to pd and has been continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). No sample was available: per the sample availability question in the system error 2240 call script, the patient discarded the sample. On (B)(4) 2010, the hp confirmed the device was discarded and no companion samples were available.